Event description:
It was reported that during a gastric resection procedure, the tissue had been cut out but staples were malformed after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information provided was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Tlc used. Blue reload for proximal and green for distal transaction. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Open surgery. Trocar was not used. What confirmation did the surgeon receive that the anvil was firmly attached? Confirmed by hand. When the device was fired, where was the indicator within the green zone/gap setting scale? Middle of the green zone. Was buttressing material utilized? If so, which product? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Not sure. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher when firing. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) No staple came out after firing. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? (B)(6) and male. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.